Manufacturer narrative:
Corrected data: report initial submission was erroneously submitted as a 5 day report. Integrum was not required to initiate action to prevent an unreasonable risk of substantial harm. Changed to a 30 day report. Corrected data concerning importer information: for use by user facility/importer (devices only).

Event description:
On (B)(4) 2019 integrum received an e-mail from dr (B)(6) with an attached adverse event report that a patient passed away. Dr. (B)(6) learned through (B)(6) on the evening of (B)(6) 2019, that patient (B)(6) had passed away during sleep sometime (B)(6) or (B)(6). On (B)(6) dr. (B)(6) spoke with the patient's mom, who noted that the patient went to a local emergency department on (B)(6) with findings of a small renal stone and a gastric ulcer, for which medication was prescribed and a follow-up appointment with a gastroenterologist was made on (B)(6), prompting the patient to cancel the osseointegration clinic appointment with us on that day. According to the patient's mom, the patient had emesis on (B)(6) and early on (B)(6), but was feeling better by the time of going to sleep at 10:00pm. The patient's mom found the patient deceased the following morning. The patient's mom speculated that the patient may have aspirated some emesis, which was also present on the pillow. The results of an autopsy will be available in 4-8 weeks, and the patient's mom promised to forward those results to us. She also offered to donate the patient's prosthetics, and our office has called (B)(6) in this regard. We do not believe that the patient's death is the result of a study procedure, study intervention, or other study activity. Rather, as noted above, we believe that an alternative cause (i.e., aspiration of emesis) is more likely, especially as more than a year has elapsed since her most recent orthopaedic surgical procedure, and she had been doing very well during her last office appointment in (B)(6) 2019.

Event description:
On (B)(6) 2019 integrum received an e-mail from dr (B)(6) with an attached adverse event report that a patient passed away. Dr. (B)(6) learned through (B)(6) on the evening of (B)(6) 2019, that patient (B)(6) had passed away during sleep sometime friday, (B)(6) or saturday, (B)(6). On (B)(6), dr. (B)(6) spoke with the patient's mom, who noted that the patient went to a local emergency department on (B)(6) with findings of a small renal stone and a gastric ulcer, for which medication was prescribed and a follow-up appointment with a gastroenterologist was made on (B)(6), prompting the patient to cancel the osseointegration clinic appointment with us on that day. According to the patient's mom, the patient had emesis on (B)(6) and early on (B)(6), but was feeling better by the time of going to sleep at 10:00pm. The patient's mom found the patient deceased the following morning. The patient's mom speculated that the patient may have aspirated some emesis, which was also present on the pillow. The results of an autopsy will be available in 4-8 weeks, and the patient's mom promised to forward those results to us. She also offered to donate the patient's prosthetics, and our office has called (B)(6) in this regard. We do not believe that the patient's death is the result of a study procedure, study intervention, or other study activity. Rather, as noted above, we believe that an alternative cause (i.e., aspiration of emesis) is more likely, especially as more than a year has elapsed since her most recent orthopaedic surgical procedure, and she had been doing very well during her last office appointment in (B)(6) 2019.